Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed, and the distal conductor was fractured. It was also noted that there was blood/body fluid on the outer tubing overlay and the helix mechanism, the inner tubing was kinked/buckled, the outer tubing overlay was breached cut, the exposed defibrillation coil had a white substance, and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient called the clinic with the lead integrity alert (lia) ringing every four hours. Measurements at follow-up revealed high impedance, high short interval counter (sic) value, twenty-eight non-sustained tachycardias and one ventricular fibrillation episode. The device was reprogrammed until the lead was explanted and replaced. No further patient complications have been reported as a result of this event.